Manufacturer narrative:
(B)(4). Date sent: 9/7/2021. The device is part of 2018 linx recall product bounding based on the reported lot number. However, a hands on analysis of the affected device is needed to establish the mechanism/cause of failure. The DHR for lot 8957 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Lot 8957 was an affected lot of the 2018 linx recall.

Manufacturer narrative:
(B)(4).date sent: 10/26/2022.investigation summary: the visual analysis found that the returned device had an exposed weld ball paired with a male bead case. The visible weld-ball and the corresponding male bead case diameters were scanned using computer tomography (CT). The measured male bead case hole diameter was greater than the upper specification. The exposed weld ball diameter was found to meet the specifications. Review of the device dimensions at the failed junction showed a larger than specification male bead case diameter and a within specification weld ball. Material displacement was observed on the outer edge of the through-hole. It is presumed that geometric combination of the male bead case and weld ball led to the discontinuity of the device.the link length and tensile force were found to meet the applicable specifications. The remaining device characteristics, excepting the visible weld ball, show no anomalies for a device that has been reasonably changed as part of the explant procedure.

Manufacturer narrative:
(B)(4). Date sent: 3/16/2023. See attached op notes.

Manufacturer narrative:
(B)(4), date sent: 7/21/2022. Additional information received: received message from surgeon¿s office. Patient¿s explant procedure on (B)(6) went well with the patient receiving a replacement linx. The device is being returned and is being processed by the or staff.

Manufacturer narrative:
(B)(4). Date sent: 9/19/2022.

Manufacturer narrative:
(B)(4). Unknown, assumed 1st day of month that complaint event date occurred. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Photo was provided for review by ethicon medical safety officer. Following are their observations: I reviewed an x-ray image of the patient referred to in the complaint. The xray image showed a discontinuous clasp linx device. The annular shape was absent, the beads were separated and the device was c- shaped, consistent with a discontinuous device. Additional information received: it was reported by the sales rep that a recalled linx device has become discontinuous and will be explanted tbd. The patient experienced mild chest tightness prior to implantation for gerd on (B)(6) 2015. The pressure resurfaced prompting an xray which revealed the discontinuous device. Implant was done at ppmc in portland, or. No date for removal that we are aware of yet. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: other than the mild chest tightness, did the patient have any other post-op symptoms? Has a surgery date been set for the explant? If yes, please provide that date. Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? When and if the linx device is removed, may we ask that the device be returned for analysis?

Event description:
It was reported that the patient had a mild chest pressure prior to receiving his linx (this is an unusual gerd symptom) and started to have that same pressure again a few weeks ago.